Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032295) on 18-dec-2013. The most recent information was received on 24-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), autoimmune thyroiditis ('autoimmune disease/ autoimmune disorder type of disorder: hashimoto thyroid disease') and genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure (batch no. 717632 / 727103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right coil very difficult to insert". The patient's medical history included breast reduction and cholecystectomy. Concurrent conditions included migraine, vision abnormal, blurring of vision, sore throat, auditory disorder, tinnitus, vertigo, orthopnea, shortness of breath, wheezing, cough, anemia, diarrhea, constipation, back pain, arthritis, weakness, nipple discharge, breast lump nos, mastalgia, numbness, dizziness, tingling, difficulty in walking, headache, syncope, tremor, depression, disorientation, excessive thirst, tendency to bruise easily, swollen glands, seasonal allergy, iodine allergy, latex allergy, multiple gastric ulcers, thyroid disorder, foggy feeling in head, unspecified noninflammatory disorder of vagina, endometriosis of uterus and diverticulitis. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3), curcumin, magnesium, oxycodone hydrochloride;paracetamol (percocet), promethazine, selenium and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("increased migraines/ worsened migraines"), adnexa uteri cyst ("paratubal cyst"), cervicitis ("cervicitis") and metaplasia ("squanous metaplasia") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced rash ("rash/ rashes or skin conditions type: unknown but on hands"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and ovarian cyst ("ovarian cysts"), experienced arthralgia ("joint pain") and was found to have uterine leiomyoma ("uterine fibroids/ fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and rash had resolved, the autoimmune thyroiditis, genital haemorrhage, allergy to metals, menorrhagia, vaginal haemorrhage, fatigue, weight increased, uterine leiomyoma, ovarian cyst, adenomyosis, adnexa uteri cyst, cervicitis and metaplasia outcome was unknown, the migraine was resolving and the arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, genital haemorrhage, migraine, ovarian cyst, uterine leiomyoma and weight increased with essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, autoimmune thyroiditis, cervicitis, menorrhagia, metaplasia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, cervicitis with squamous metaplasia, adenomyosis, paratubal cyst. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ FDA evaluation codes method: 3317 ¿ manufacturing review. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events - abnormal bleeding (vaginal) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032295) on 18-dec-2013. The most recent information was received on 21-may-2019. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), autoimmune thyroiditis ('autoimmune disease/ autoimmune disorder type of disorder: hashimoto thyroid disease') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. 717632 / 727103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right coil very difficult to insert". The patient's medical history included breast reduction and cholecystectomy. Concurrent conditions included migraine, vision abnormal, blurring of vision, sore throat, auditory disorder, tinnitus, vertigo, orthopnea, shortness of breath, wheezing, cough, anemia, diarrhea, constipation, back pain, arthritis, weakness, nipple discharge, breast lump nos, mastalgia, numbness, dizziness, tingling, difficulty in walking, headache, syncope, tremor, depression, disorientation, excessive thirst, tendency to bruise easily, swollen glands, seasonal allergy, iodine allergy, latex allergy, multiple gastric ulcers, thyroid disorder, foggy feeling in head, unspecified noninflammatory disorder of vagina, endometriosis of uterus and diverticulitis. Concomitant products included alprazolam (xanax), cholecalciferol (vitamin d3), curcumin, magnesium, oxycodone hydrochloride;paracetamol (percocet), promethazine, selenium and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash ("rash/ rashes or skin conditions type: unknown but on hands"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"), cervicitis ("cervicitis") and metaplasia ("squamous metaplasia"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), migraine ("increased migraines/ worsened migraines"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and adnexa uteri cyst ("paratubal cyst") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids/ fibroid"). On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and rash had resolved, the autoimmune thyroiditis, fatigue, weight increased, genital haemorrhage, uterine leiomyoma, ovarian cyst, menorrhagia, allergy to metals, adenomyosis, adnexa uteri cyst, cervicitis and metaplasia outcome was unknown, the migraine was resolving and the arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, genital haemorrhage, migraine, ovarian cyst, uterine leiomyoma and weight increased with essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, autoimmune thyroiditis, cervicitis, menorrhagia, metaplasia, pelvic pain and rash to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, cervicitis with squamous metaplasia, adenomyosis, paratubal cyst quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and medical record received. Reporter's information was added. Event autoimmune disorder was updated to autoimmune thyroiditis. Events added: abnormal bleeding (menorrhagia), rash, nickel allergy, adenomyosis, paratubal cyst, cervicitis, squamous metaplasia, right coil very difficult to insert. Event outcomes were updated. Medical history, lab data and concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.